Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose from 300 mg/dl to 400 mg/dl. The customer reported that they had bent cannula and leak at site. The customer's blood glucose was 325 mg/dl at the time of incident. The customer's blood glucose was 127 mg/dl at the time of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.